Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on an unknown date. Mesh and a miniarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring.it was reported that the patient underwent mesh revision/removal on (B)(6) 2011 for vaginal pain and mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.